Event description:
Information from clinical trial database. Right middle cerebral branch thrombus at the end of the procedure. Deficit of the right arm and left facial palsy during treatment of 2nd aneurysm (paraopthalmique left), thromboembolism event. Treated with reopro. Residual deficit on right side and speaking disorder observed at follow-up visit in 2007. Coils used: model number & product name. X-6-12-t10-tc nexus tetris 3-d csr. X-5-10-t10-tc nexus tetris 3-d csr. X-4-10-t10-hss nexus helix supersoft csr. X-3-8-t10-hss nexus helix supersoft csr. X-2-4-t10-hss nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. Registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries enrollment started in march 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.